Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.